Event description:
An alternate site burn occurred at the left corner of the pt's mouth during tonsillectomy.

Manufacturer narrative:
On receipt of the report, megadyne reviewed the device history record and confirmed the device was mfg according to the device master record specs. Megadyne performed visual inspection and mechanical testing (insertion / extraction) at the facility in 2008. Megadyne has been unable to obtain any add'l info regarding the extent of the injury or any medical or surgical intervention required. Visual inspection of the electrosurgical electrode revealed no evidence of any device defects or malfunctions. The electrode insulation is intact with no signs of arcing, melting, scorching, or any evidence of thermal damage. The electrode shaft appropriately inserts and extracts from the electrosurgical pencil and there is no evidence of a malfunction or incompatibility. Megadyne is unable to establish a causal relationship between the proper installation and use of the device and the reported event. The user facility reports that the most likely cause of the event is related to improper insertion of the electrode into the pencil such that conductive portion of the electrode shaft was exposed at the junction where it connects to the pencil. Megadyne considers this matter to be closed.